Event description:
The patient reported experiencing shortness of breath with vns stimulation. Ent evaluation found that the vns stimulation on times caused her vocal cords to close. Using the magnet to disable stimulation temporarily helped, but it has not fully resolved the issue. The patient also reported that the vns caused sleep apnea. The most recent system diagnostics were noted to be within normal limits. No additional relevant information has been received to date.